Event description:
The patient (B)(6) received her scs system, including an ipg, on (B)(6) 2010. It was reported that the patient experiences a warming sensation at the ipg pocket site when stimulation is on and when charging the ipg. It was also reported that the patient has experienced impaired wound healing at the ipg site. The physician stated that the patient did not have an infection at the site but a healing disorder. The next course of action is currently undetermined. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.